Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Customer's blood glucose (bg) level was 82 mg/dl when the alarm occurred. Reportedly, the customer's bg level was currently 106 mg/dl. The customer reverted to manual insulin injections for alternate insulin therapy. During follow up, it was reported that the customer was able to load a new cartridge successfully.